Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 416 mg/dl. The customer was assisted with troubleshooting. No confirmation for treatment provided. Customer stated that sensor glucose reading was 200 mg/dl but her finger stick was 416 mg/dl, wanted to know what is going on with the sensor. The insulin pump will not be returned for analysis.